Event description:
It was reported, that this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Detected high out of range shock impedances. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains in service.